Manufacturer narrative:
The insulin pump was received with depleted battery installed. The insulin pump passed all functional testing. All operating currents were within specification. Off no power alarm functions properly. The device alarmed an error during prime test and during the basic occlusion test due to protruded/loose drive support disk. Occlusion test and excessive no delivery test were unable to be performed due to the error alarm. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched case, cracked reservoir tube, cracked reservoir tube lip and a corroded battery tube. There was no data listed for december 2011. The download history file listed data from 10/02/14 to 04/28/15. Please see medwatch report 2032227-2015-11244.

Event description:
The daughter of the customer called to report an error alarm on the customer's insulin pump. The caller stated that the insulin pump died and would not turn back on, even after changing the battery. The insulin pump was returned and analysis has been completed. The caller stated that she had been using her mother's insulin pump after her mother's passing. The customer passed away on (B)(6) 2011 in hospice care. The caller stated that there were multitude of thing that contributing to the customer's death; heart attack, stroke, cirrhosis of the liver. The caller stated that she could not recall the exact blood glucose of the customer at the time of death, but it was maybe 100 mg/dl. The customer was not wearing the insulin pump at the time of death and had not been using the device for 1.5 to 2 years prior to death. The customer was not using sensors. Please see medwatch report 2032227-2015-11244 for report of error alarm.